Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Mtm2 was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. Visual inspection revealed no issues related to the reported event. The mtm was installed onto a system functional test platform (sftp) system and passed all tests. The complaint was confirmed based on the field evaluation. The probable root cause could not be determined based on the information provided and the failure analysis results. Although the reported event was confirmed in the field evaluation, failure analysis identified no functional issues with the returned product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy benign surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the master tool manipulator right (mtmr) was non functional. The representative stated error 23017 was observed on the system logs. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: intuitive surgical inc. (Isi) representative confirmed that the issue was unable to resolved and the procedure was converted to another dv system. There was no patient injury or harm.